Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported that a few mins ago he received a e7 (electronic error) message on his insulin infusion device. He stated he removed and reinserted the battery which cleared the error message. The pt also reported that, beginning yesterday (in 2007), he had elevated blood glucose readings between 444-570 mg/dl with his normal range being 100-150 mg/dl. He stated his symptoms are thirst and frequent urination. During troubleshooting, the pt stated he last changed his infusion headset on saturday. The pt was advised to change his insulin infusion set. The pt stated he would do so and he would also bolus to see if his blood glucose levels decrease. He also stated he has difficulty seeing so he can't tell if there are air bubbles in the infusion set tubing. Troubleshooting did not find any other user or product issues. Repeated further attempts to contact the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.